Event description:
Boston scientific received information that at a patient follow up in (B)(6) 2010, this implantable cardioverter defibrillator (ICD) was found to be at middle of life (mol). At a later date, the patient with this ICD heard tones being emitted from the device and went to the hospital. It was discovered that this ICD reached the elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
The ICD was programmed so that the tones were turned off and advised the patient to schedule a replacement with his physician. At this time, this ICD remains implanted and in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.